Manufacturer narrative:
The patient's age is unknown; however the patient was over 21 years of age. (B)(4). The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
The patient was implanted with an uphold lite mesh on (B)(6) 2013 as a participant in (B)(4). It was reported to boston scientific corporation on (B)(4) 2014 that: the patient experienced de novo dyspareunia starting (B)(6) 2014. No action as taken, and the dyspareunia event was resolved on (B)(6) 2014. This complaint is reportable based on the following information received (B)(4), 2015: the patient also experienced a neuromuscular disorder that started (B)(6) 2013. This event was assessed as "mild" in severity, with "possible" relation to the device/procedure. The event was unresolved as of the last patient visit on (B)(6) 2014.

Event description:
The patient was implanted with an uphold lite mesh on (B)(6) 2013 as a participant in the study of uterine prolapse procedures - randomized trial (super study). It was reported to boston scientific corporation on august 12, 2014 that: the patient experienced de novo dyspaeunia starting (B)(6) 2014. No action as taken, and the dyspareunia event was resolved on (B)(6) 2014. This complaint is reportable based on the following information received february 13, 2015: the patient also experienced a neuromuscular disorder that started (B)(6) 2013. This event was assessed as "mild" in severity, with "possible" relation to the device/procedure. The event was unresolved as of the last patient visit on (B)(6) 2014. Additional information march 17, 2015. The "neuromuscular disorder" was lower back pain.